Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a uv-flash solution transfer set. The doctor stated that the titanium adaptor was not well connected with the patient connector when the customer changed their transfer set. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing was performed with a leak noted at the connection with the adapter when hand tightened. Assembled a part to the adapter with torque wrench and pressure tested was completed per specification with no leakage note. A clamp function test was performed with no issues noted. Clear-passage testing was performed with no issues noted. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted. A batch review could not be performed because the lot number was not provided.